Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing for the patient ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered but the patient stayed in vt and their rhythm fell below the therapy delivery zone. The patient had to be externally converted. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Ts recommended further examination by the patients physician. The device had its programming and sensitivity adjusted. This device remains in service. No additional adverse patient effects were reported.